Manufacturer narrative:
The lens was inserted and removed.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted into the patient's eye, the surgeon noticed that the lens had a scratch. Reportedly the lens was cut into pieces and removed. A new lens, same model and diopter, was used as a replacement. The patient was reported being fine. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/14/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The intraocular lens (iol) was returned cut in two pieces. Visual inspection at 10x microscope magnification showed residues of viscoelastics in the cartridge. Cosmetic damages (scratches) were observed on both pieces of the lens. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.